Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call hat they were hospitalized for low blood glucose on (B)(6) 2018. The customer reported experiencing low blood glucose that resulted in a car accident. The customer stated the insulin pump's screen was hard to see which may have caused the wrong amount of insulin to be administered. Blood glucose reading was 47 mg/dl at the time of admission. The customer was treated with glucose intravenously. The customer's current blood glucose was 112 mg/dl. Customer declined to troubleshoot for the insulin pump. The insulin pump will not be returned for analysis. Frn- model unknown ¿ reservoir.